Manufacturer narrative:
The pump had a blank display due to a faulty component on the interface board. Unable to verify the external ram crc, unexpected restart or perform the operating currents measurement, self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime or excessive no delivery tests due to the blank display anomaly. No damage was found on the interface board. The pump had minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump shut down after a battery change. The device shut down once more during the rewind and prime processes. The patient's blood glucose at the time of incident was 95 mg/dl. The customer confirmed that she received two signal too low alarms and two unexpected restart error alarms. Troubleshooting was declined for the alarms. The insulin pump then alarmed with a third unexpected restart error during the call. The insulin pump was returned for analysis.